Event description:
During demonstration of the cup holder device for the adm definitive acetabular component the nut that threads onto the rod locked up. This happened upon trying to loosen the nut.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9616680-2011-00627.